Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia procedure with a vizigo and they were unable to draw back from the side port. Once they put the vizigo in the patient¿s body, the physician was unable to draw back from the side port. They tried moving the sheath but the issue continued. The catheter was replaced and the problem was resolved. The case continued. There was no patient consequence. Device evaluation details: the product was returned to johnson & johnson (j&j) medtech for evaluation. J & j medtech conducted a visual inspection and irrigation evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the device. An irrigation test was performed per j & j medtech procedures. The device was irrigating correctly, and no anomalies were observed. The blockage event described could not be confirmed as the device performed according to specification, and no issues were observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. A device history record review was performed for the finished device number, and no internal actions related to the complaint were found during the review. As part of j & j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a vizigo and they were unable to draw back from the side port. Once they put the vizigo in the patient¿s body, the physician was unable to draw back from the side port. They tried moving the sheath but the issue continued. The catheter was replaced and the problem was resolved. The case continued. There was no patient consequence.

Manufacturer narrative:
On 2-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).